Manufacturer narrative:
The coil was returned completely entangled and knotted around the device positioning unit (dpu). The proximal end of the coil was stretched with other damage found distally. The sheath and the dpu/coil were returned completely separated from each other. It was reported that the coil was undamaged after the complaint event. If so, then coil was most likely damaged during the retraction through the resheathing tool and finally through the sheath's skive. Due to the separation of the sheath from the dpu, the root cause of the exact resheathing difficulty, it cannot be determined. However, if the separation of the sheath and dpu was the cause of the resheathing difficulty, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv with your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Caution: pulling the exposed microcoil through the rhv grommet may damage the coil. Caution: do not pull the dpu wire back too far since it may cause a softer section of the dpu wire to become exposed. An arm's length pull should re sheath the coil. Once the device is fully retracted, slide the re sheathing tool over the dpu/introducer sheath body until the system is relocked. Loosen rhv and remove device. If needed, the microcoil system is now ready to be re inserted." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Event description:
The procedure was coil embolization for bronchial artery that was not calcified and mildly tortuous. During the procedure, the physician failed to re-sheath the presidio (pc4100412-30/j10514, complaint product) and the coil was not properly housed within the introducer sheath. The cause of the event was not provided. The presidio was safely removed from the patient and the procedure was successfully completed. There was no patient injury reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is unknown how many coils were successfully placed using the same microcatheter (excelsior sl10, type unknown) before the complaint product. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. Also, no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The complaint product is going to be returned for evaluation. Additional information from the affiliate indicated that it is unknown if there was coil compression as the device was retrieved. During resheathing, the introducer sheath got stuck when the physician slid the zipper. No additional intervention was performed to retrieve the coil and unknown if there was any damage to the sheath post coil retrieval. Final analysis found the proximal end of the coil was stretched with other damage found distally.

Manufacturer narrative:
During a bronchial artery embolization with no calcification and mild tortuosity, the presidio (B)(4) failed to be re-sheathed and the coil was not properly housed within the introducer sheath. Final analysis found the proximal end of the coil was stretched with other damage found distally. The cause of the event was not provided. The presidio was safely removed from the patient and the procedure was successfully completed. There was no patient injury reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is unknown how many coils were successfully placed using the same microcatheter (excelsior sl10, type unknown) before the event. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. Additional information from the affiliate indicated that it is unknown if there was coil compression as the device was retrieved. During resheathing, the introducer sheath got stuck when the physician slid the zipper. No additional intervention was performed to retrieve the coil and unknown if there was any damage to the sheath post coil retrieval. The coil was returned completely entangled and knotted around the device positioning unit (dpu). The proximal end of the coil was stretched with other damage found distally. The sheath and the dpu/coil were returned completely separated from each other. It was reported that the coil was undamaged after the complaint event. If so, then coil was most likely damaged during the retraction through the resheathing tool and finally through the sheath's skive. Due to the separation of the sheath from the dpu the root cause of the reported resheathing difficulty it cannot be determined. However, if the separation of the sheath and dpu was the cause of the resheathing difficulty, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. The IFU outlines the step by step process along with diagrammatically showing the process. It further cautions that pulling the exposed microcoil through the rhv grommet may damage the coil. It also cautions not to pull the dpu wire back too far since it may cause a softer section of the dpu wire to become exposed. An arm's length pull should re sheath the coil. Based on the available information and the condition of the returned device no conclusion can be made regarding root cause; however, because there were no reported unsheathing difficulties, it appears that procedural factors may have contributed to the inability to re-sheath the device. The timing as related to procedural use of the damages found on the coil cannot be determined. However, based on the way that the device was returned, these may have occurred post procedural use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.